Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported the patient went in for an EKG and turned stim. Off. Patient turned stim back on but the intensity was higher than it was before. Patient stated they weren't exactly sure, it was a week ago it, it was the end of last week and they just turned it off for one day and back on again. Patient was not with the caller at time of call. The caller wanted to know if they should enable or disable to the adaptive stim and did not know if something got changed or not and thought her numbers were set at 4 or 5 or 6 at the most but patient was reporting vibration was really strong and it was almost painful. It was reported it was at 10.5 and patient never had it that high. No further complications were reported/anticipated.